Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on lcd board. The pump was received with cracked case at display window corners and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 209 mg/dl. The customer stated that the pump is not showing anything and it lights up and has a bunch of straight lines with nothing on them. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.